Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   A DHR (device history review) for the freestyle strips and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification.  A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release.    If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving an error 3 message upon strip insertion and after sample application on their adc meter. On either (B)(6) or (B)(6), the customer reported not feeling well. The customer indicated they were feeling tired, worn out, and experienced changes in her blood pressure. The customer self-treated with metformin and glipizide (doses unknown) prior to being treated at the hospital with unspecified IV medication and additional medication to lower her blood glucose levels. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The customer reported symptoms occurring on 17th or 18th of may. However, the date of event is unknown. The date entered the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error 3 message upon strip insertion and after sample application on their adc meter. On either may 17th or 18th, the customer reported not feeling well. The customer indicated they were feeling tired, worn out, and experienced changes in her blood pressure. The customer self-treated with metformin and glipizide (doses unknown) prior to being treated at the hospital with unspecified IV medication and additional medication to lower her blood glucose levels. There was no report of death or permanent injury associated with this event.